Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® lithium heparinn (lh) 95 usp units blood collection tubes, an unspecified number of tubes underfilled. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes. H3: device eval by manufacturer? Yes. D9: returned to manufacturer on: 01-jul-2025. Investigation summary: bd received 10 samples and 1 photo for investigation. The evaluated photo shows the customer¿s failure mode, as the specimen in the tube appears to be minimal for this product. Upon inspection, no issues were identified with the 10 returned samples. A functional test was performed on these samples, and all tubes were found to be within specification limits. Additionally, 100 retained samples were inspected with no visible defects found. A functional test was also conducted on these retained samples, confirming that all tubes were within specification limits. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: underfill. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® lithium heparinn (lh) 95 usp units blood collection tubes, an unspecified number of tubes underfilled. No adverse impact was reported regarding the patient or user.